Event description:
It was reported, while in use on a patient, an 840 ventilator had an erratic display. Vertical lines were appearing on the top panel of display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) inspected the device and verified the reported problem. The fse replaced the graphical user interface, central processing unit, (gui cpu) and reprogrammed the software. Full testing was completed.